Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that insulin pump had critical pump error. The blood glucose level was unknown at the time of incident. Customer did report a broken force sensor was detected during seating or regular delivery with critical pump error on screen. Troubleshooting was performed for critical pump error. The insulin pump will not be returned for analysis.